Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the hose of the motor device was damaged and had a hole/cut. It was further determined that the device failed pretest for oil leak, rotational speed and housing pin height. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Incorrect serial number: the device serial number was incorrect in the initial report; therefore the device manufacture date was unknown. The serial number has been updated from (B)(4). The device manufacture date has been updated to 5/7/2005. The UDI has been updated accordingly. Device evaluation update: upon further investigation, it was further determined that the device failed pretest for loctite. If additional information should become available, a supplemental medwatch report will be submitted accordingly.